Manufacturer narrative:
The customer was contacted for return of the device. The device has not been returned to zoll for evaluation.

Event description:
Complainant alleged that the device's power switch was broken, however the device was able to power on. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that the device's power switch was inoperable. Complainant did not indicate that there was any patient involvement in the reported malfunction.